Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support in resetting the pump and was advised to continue using it, with further instructions to call back if the malfunction recurs.